Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system had generated an out of range shocking impedance measurement of 128 ohms. A review of the stored measurements identified a gradual rise in the measurements has been occurring over the past year. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative. It was reported that this device was subsequently returned for evaluation following elective explant for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had generated an out of range shocking impedance measurement of 128 ohms. A review of the stored measurements identified a gradual rise in the measurements has been occurring over the past year. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.